Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of the trapease inferior vena cava (ivc) filter. Per the medical records, history includes ventral hernia repair, bilateral varicose veins, pulmonary embolism, asthma, chronic obstructive pulmonary disease, pneumonia, adult hypothyroidism, opioid dependence, alcoholic liver disease and hypertension. The right femoral vein was entered using the percutaneous single-wall needle technique and the trapease ivc filter was deployed. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is tilted posteriorly and laterally at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Approximately five months post implantation, the patient was admitted to the hospital for a cough, inability to walk or use the upper extremities for weeks. The patient was diagnosed with pneumonitis due to overdose of opioids and benzodiazepines. An MRI of the neck at the time showed severe disc herniation with cord compression. Seven days later, the patient underwent an anterior cervical decompression. A CT scan, done four years and four months post implantation, was reviewed for the ivc, filter position, and related findings. Per review findings, the superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end and does not contact the ivc wall. The ivc filter is tilted posteriorly and laterally at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified. Impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. The documentation in the report also indicated that the function of the ivc filter was permanent and therefore, cannot be removed by percutaneous approach. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, filter tilt and device unable to be retrieved. The patient also reports anxiety. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is tilted posteriorly and laterally at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages. The following additional information was received per the patient¿s implant records: the right femoral vein was entered using the percutaneous single-wall needle technique and the trapease ivc filter was deployed. Information contained in the medical records indicated the patient has a history of a ventral hernia repair, bilateral varicose veins, pulmonary embolism, asthma, chronic obstructive pulmonary disease, pneumonia, adult hypothyroidism, opioid dependence, alcoholic liver disease and hypertension. Approximately five months post implantation, the patient was admitted to the hospital for a cough, inability to walk or use the upper extremities for weeks. The patient was diagnosed with pneumonitis due to overdose of opioids and benzodiazepines. An MRI of the neck at the time showed severe disc herniation with cord compression. Seven days later, the patient underwent an anterior cervical decompression. The patient had a CT of the abdomen and pelvis approximately four years and four months post implantation. Approximately six months later, the axial CT abdomen and pelvis with coronal and sagittal reformatted images was submitted for review of the ivc, filter position, and related findings. Per review findings, the superior end of the cordis trapease ivc filter is at the l2-3 interspace. The ivc filter is tilted anteriorly at the superior end and does not contact the ivc wall. The ivc filter is tilted posteriorly and laterally at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. Thrombus within the ivc or filter cannot be evaluated on this non contrast study. No fracture fragments are identified. Impression: infrarenal ivc filter perforating through the ivc with multiple struts extending extraluminal as described above. The documentation in the report also indicated that the function of the ivc filter was permanent and therefore, cannot be removed by percutaneous approach. According to the information received in the patient profile form (ppf), patient became aware of the reported events approximately five years and five months post implantation. The patient reports perforation of filter strut(s) outside the ivc, filter tilt and device unable to be retrieved. The patient also reports suffering from anxiety related to the possibility that the filter could get worse and/or lead to other injury, up to and including death.

Manufacturer narrative:
The catalog number is unknown. If received it will be provided. Complaint conclusion: as reported, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is tilted posteriorly and laterally at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record (DHR) review could not be performed. The inferior vena cava (ivc) filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. The timing and mechanism of the tilt has not been reported at this time. The brief also reported a perforation; however, a clinical conclusion could not be determined as to the cause of the event. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. However, given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, the inferior vena cava (ivc) filter is tilted posteriorly and laterally at the inferior end and does not contact the ivc wall. All the struts of the ivc filter perforate the ivc up to 6mm. As a direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses. Pain and suffering. And other damages.